Manufacturer narrative:
Clarification to serial numbers (B)(6) and (B)(6) were provided with side unspecified this report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence.

Event description:
Healthcare professional additionally reported "patient is very worried and anxious by the fact that the devices could favor the development of lymphoma, "peri-implant seroma", ¿nodules that are not related to the devices; they are related to genetic etiology", ¿pocket folds", "mild hardening of right breast, pain in breast and capsular contracture grade ii".

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported for right side "discomfort and pain" and seroma-late. The device remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
The device has been explanted.